Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 39-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed by the patient´s caregiver, that the patient experienced a skin reaction described as skin issues and sores. The healthcare provider (hcp) prescribed unspecified antibiotics and advised temporarily discontinuing optune gio therapy until the lesions were fully healed on the scalp. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On (B)(6) 2024, novocure received patient´s medical records regarding a follow-up visit at the outpatient clinic on (B)(6) 2024. It was noted that the patient experienced wound breakdown, for which he was prescribed antibiotics. In addition, three sutures were removed. During a follow-up visit with the healthcare provider (hcp) on (B)(6) 2024, it was noted that the patient's surgical scar had healed well and that he planned to restart optune gio therapy.